Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The physician inserted a non-bsc sheath and a non-bsc guide wire was used to cross the target lesion. A 15mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres the balloon ruptured. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported. Patient¿ status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside a nc quantum apex product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).